Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc h3) onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was not resolved. A computer replacement was scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  after loading a patient onto the navigation system and proceeding to registration, the screen went fully black. The customer powered down, booted back up and the same thing occurred. The site then performed a hard reboot and stated upon boot up, the system was asking for a "reboot disk". A different representative (cc) called to report that he had an ssd from a previous software upgrade and loaded the ent software. The system booted up and worked as designed.  The cc then borrowed a usb from site and exported 34 patients (cc did not include original dicom) and was successfully able to import all 34 patients but on the last patient, was receiving a boot up error. Cc reported that the site only pushed exams to one system on site and then exports the patients to the other systems. Technical services (ts) explained by doing this procedure that they are also exporting stealth procedure files and they have to select dicom original files. Ts also let cc know that this is not the same as just moving "what they got from pacs" and advised cc to have the site push the original dicom from pacs to all systems.  The representative called to troubleshoot system. However, now the system only showed the screen to select a boot divide (see attached). Megan didn't have a t20 driver to open the system, but wanted to start off by swapping the ssd trays to see if that would solve the booting issue. Restarting the system again showed that no source could be detected on the monitor. The system was still displaying no video detected after the ssd trays were swapped. A ssd from a known working system was put in. Video signal was present and software observed to be functioning properly.

Manufacturer narrative:
H2, h3, h6: additional system service was performed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.